Manufacturer narrative:
Account was contacted on 8/7/2007 about obtaining the unit for evaluation, the account said the unit would not be returned to zimmer. Unit has not been in for p/m since purchased in 2002.

Event description:
Dermatome used left thigh to obtain skin graft. Mineral oil was applied to the skin. Dermatome, while in use, allegedly would not cut skin evenly. Stopped use and changed blade. Attempted second site with same occurrence. Dermatome would not cut skin evenly. Surgeon stopped and team obtained a new dermatome and blade. Second dermatome performed with no problems.